Manufacturer narrative:
On (B)(6) 2015 01:05 pm (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). Information was received on (B)(6) 2015 that the hospital will not allow a maquet field service technician to service the unit. Therefore a malfunction of the device cannot be confirmed. In addition the customer was informed that under this circumstances the manufacturer cannot guarantee for the unrestricted function of the device in question. A supplemental report will be provided if additional information becomes available. Reference exemption # (B)(4).

Event description:
It was reported that error message "temp" was displayed in the flow-display of the rotaflow console and the flow could not be read. It was reported, that 4000 rpm (revolution per minute) were displayed. It was also reported that the pump was flowing and the patient was supported by visual detection and by patient pressure monitoring. It was reported that the perfusionist repasted ultra sonic cream, with no resolution. The perfusionist reported that the drive motor was not hot/warm to the touch, was properly vented and was not obstructed by blankets and had good open air flow around the drive motor/console. It was also reported that there was no patient injury and that the treatment was delayed by 30 seconds to 1 minute. Additional information received (B)(6) 2015: the console and drive motor were changed out together. (B)(4).